Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp, stabbing and severe, persistent pelvic pain"), genital haemorrhage ("heavy bleeding"), depression ("depression") and anxiety ("anxiety") in a 32-year-old female patient who had essure (ess205) (batch no. 12234060- not valid,4756701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at any time following her essure placement". The patient's medical history included multi gravida, live birth in 1990, live birth in 1992, live birth in 1994, live birth on (B)(6) 2003, anemia (occur birth of first child.) And toxemia (occur birth of third child). Previously administered products included for an unreported indication: depo shot from 1994 to 2002. Concurrent conditions included cervical dysplasia, dysfunctional uterine bleeding, cone biopsy of cervix, human papilloma virus immunisation and pap smear abnormal. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pain in extremity ("leg pain") and arthralgia ("joint pain"). In 2004, the patient experienced muscle spasms ("spasms / muscle spasms / very painful, sharp, and uncontrollable"), myalgia ("constant soreness") and peripheral swelling ("swelling of feet and hands"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), anxiety (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), musculoskeletal stiffness ("muscle stiffness"), pain ("body aches"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst"), uterine enlargement ("swollen uterus"), abdominal pain lower ("cramping"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction") and migraine ("migraines") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with clonazepam (klonopin), ibuprofen, naproxen, rizatriptan benzoate (maxalt) and surgery (she underwent hysterectomy to remove essure device and surgery to remove uterus and cervix). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, musculoskeletal stiffness, pain, alopecia, ovarian cyst, uterine leiomyoma, uterine enlargement, abdominal pain lower, back pain, pain in extremity, peripheral swelling, allergy to metals, hypersensitivity, arthralgia and migraine outcome was unknown and the depression, anxiety, muscle spasms and myalgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, genital haemorrhage, hypersensitivity, migraine, muscle spasms, musculoskeletal stiffness, myalgia, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, uterine enlargement and uterine leiomyoma to be related to essure (ess205). The reporter commented: patient consistently had pelvic pain, back pain, leg pain epos dally from 2003 to 2004. She not able to provide essure lot number since she cannot locate my essure card. She had lithotripsy for kidney stone. Her current weight was 185 and approximate weight at the time of essure placement was 150. Most recent follow-up information incorporated above includes: on 5-dec-2018: medical records received, patient concomitant condition esuure lot number were added incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp, stabbing and severe, persistent pelvic pain"), genital haemorrhage ("heavy bleeding"), depression ("depression") and anxiety ("anxiety") in a 32-year-old female patient who had essure (ess205) (batch no. 12234060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth in 1990, live birth in 1992, live birth in 1994, live birth on (B)(6) 2003, anemia (occur birth of first child.) And toxemia (occur birth of third child). Previously administered products included for an unreported indication: depo shot from 1994 to 2002. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pain in extremity ("leg pain") and arthralgia ("joint pain"). In 2004, the patient experienced muscle spasms ("spasms / muscle spasms / very painful, sharp, and uncontrollable"), myalgia ("constant soreness") and peripheral swelling ("swelling of feet and hands"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), anxiety (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), musculoskeletal stiffness ("muscle stiffness"), pain ("body aches"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst"), uterine leiomyoma ("uterine fibroid"), uterine enlargement ("swollen uterus"), abdominal pain lower ("cramping"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraines") and treatment noncompliance ("she did not used birth control or contraception at any time following her essure placement"). The patient was treated with naproxen, ibuprofen, clonazepam (klonopin), rizatriptan (maxalt), surgery (she underwent hysterectomy to remove essure device) and surgery (surgery to remove uterus and cervix). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, musculoskeletal stiffness, pain, alopecia, ovarian cyst, uterine leiomyoma, uterine enlargement, abdominal pain lower, back pain, pain in extremity, peripheral swelling, allergy to metals, hypersensitivity, arthralgia, migraine and treatment noncompliance outcome was unknown and the depression, anxiety, muscle spasms and myalgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, genital haemorrhage, hypersensitivity, migraine, muscle spasms, musculoskeletal stiffness, myalgia, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, treatment noncompliance, uterine enlargement and uterine leiomyoma to be related to essure (ess205). The reporter commented: patient consistently had pelvic pain, back pain, leg pain epos dally from 2003 to 2004. She not able to provide essure lot number since she cannot locate my essure card. She had lithotripsy for kidney stone. Her current weight was 185 and approximate weight at the time of essure placement was 150. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet received. Lot number added. Patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp, stabbing and severe, persistent pelvic pain"), genital haemorrhage ("heavy bleeding"), depression ("depression") and anxiety ("anxiety") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth in 1990, live birth in 1992, live birth in 1994, live birth on (B)(6) 2003, anemia (occur birth of first child.) And toxemia (occur birth of third child). Previously administered products included for an unreported indication: depo shot from 1994 to 2002. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pain in extremity ("leg pain") and arthralgia ("joint pain"). In 2004, the patient experienced muscle spasms ("spasms / muscle spasms / very painful, sharp, and uncontrollable"), myalgia ("constant soreness") and peripheral swelling ("swelling of feet and hands"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), anxiety (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), musculoskeletal stiffness ("muscle stiffness"), pain ("body aches"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst"), uterine leiomyoma ("uterine fibroid"), uterine enlargement ("swollen uterus"), abdominal pain lower ("cramping"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraines") and treatment noncompliance ("she did not used birth control or contraception at any time following her essure placement"). The patient was treated with naproxen, ibuprofen, clonazepam (klonopin), rizatriptan (maxalt), surgery (she underwent hysterectomy to remove essure device) and surgery (surgery to remove uterus and cervix). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, pain, alopecia, ovarian cyst, uterine leiomyoma, uterine enlargement, abdominal pain lower, back pain, pain in extremity, peripheral swelling, allergy to metals, hypersensitivity, arthralgia, migraine and treatment noncompliance outcome was unknown and the depression, anxiety, muscle spasms and myalgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, genital haemorrhage, hypersensitivity, migraine, muscle spasms, musculoskeletal stiffness, myalgia, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, treatment noncompliance, uterine enlargement and uterine leiomyoma to be related to essure (ess205). The reporter commented: patient consistently had pelvic pain, back pain, leg pain epos dally from 2003 to 2004. She not able to provide essure lot number since she cannot locate my essure card. She had lithotripsy for kidney stone. (B)(6). Most recent follow-up information incorporated above includes: on 15-nov-2017: reporters added. Patient demographics updated. Historical drug, historical condition and treatment drugs were added. Suspect drug inaction updated as permanent birth control by bilateral occlusion of the fallopian tubes. In 2003 she experienced pelvic pain, back pain, leg and joint pain. In 2004, she had sharp, stabbing and severe, persistent pelvic pain, abdominal pain and spasms, swelling of feet and hands. In (B)(6) 2011, she had uterine enlargement. On an unknown date, she experienced body aches, heavy bleeding and events added. In (B)(6) 2010, she had removed essure device case become incident. Severe and permanent injuries were deleted. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp, stabbing and severe, persistent pelvic pain"), genital haemorrhage ("heavy bleeding"), depression ("depression") and anxiety ("anxiety") in a 32-year-old female patient who had essure (ess205) (batch no. 12234060- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at any time following her essure placement". The patient's past medical history included multi gravida, live birth in 1990, live birth in 1992, live birth in 1994, live birth on (B)(6) 2003, anemia (occur birth of first child.) And toxemia (occur birth of third child). Previously administered products included for an unreported indication: depo shot from 1994 to 2002. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pain in extremity ("leg pain") and arthralgia ("joint pain"). In 2004, the patient experienced muscle spasms ("spasms / muscle spasms / very painful, sharp, and uncontrollable"), myalgia ("constant soreness") and peripheral swelling ("swelling of feet and hands"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), anxiety (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), musculoskeletal stiffness ("muscle stiffness"), pain ("body aches"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst"), uterine leiomyoma ("uterine fibroid"), uterine enlargement ("swollen uterus"), abdominal pain lower ("cramping"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction") and migraine ("migraines"). The patient was treated with naproxen, ibuprofen, clonazepam (klonopin), rizatriptan (maxalt), surgery (she underwent hysterectomy to remove essure device) and surgery (surgery to remove uterus and cervix). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, musculoskeletal stiffness, pain, alopecia, ovarian cyst, uterine leiomyoma, uterine enlargement, abdominal pain lower, back pain, pain in extremity, peripheral swelling, allergy to metals, hypersensitivity, arthralgia and migraine outcome was unknown and the depression, anxiety, muscle spasms and myalgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, genital haemorrhage, hypersensitivity, migraine, muscle spasms, musculoskeletal stiffness, myalgia, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, uterine enlargement and uterine leiomyoma to be related to essure (ess205). The reporter commented: patient consistently had pelvic pain, back pain, leg pain epos dally from 2003 to 2004. She not able to provide essure lot number since she cannot locate my essure card. She had lithotripsy for kidney stone. Her current weight was 185 and approximate weight at the time of essure placement was 150. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.